Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. An emergency case of percutaneous coronary intervention was performed. The 75% stenosed target lesion was located in the mildly calcified and moderately tortuous mid left anterior descending (lad). A 2.50mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres, the balloon ruptured. After the device was completely removed from the patient's body, a pinhole rupture was noted. The procedure was completed with a 2.5 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.